Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to an insulation anomaly.

Event description:
New information received notes that the physician suspected an insulation anomaly in the pocket. The patient was fine post operatively.